Manufacturer narrative:
4247 - this complaint was not escalated to root cause analysis. 4316 - this complaint was not escalated to root cause analysis.

Event description:
A tenaculum clamp was missing from the surgical instrument kit utilized during a procedure. This issue led to a delay of over 30 minutes to the procedure. Proper compression of the patient anatomy was not achieved for implant placement.

Event description:
A screw backed out of bone during patient use.

Manufacturer narrative:
Information identified after the initial report was filed altered the event details.